Event description:
A hospital in the (B)(6) reported the following to the medicines and healthcare products regulatory agency (mhra) involving an rt040s hospital full face mask: "a patient acquired a grade 3 pressure ulcer to the bridge of his nose. The root cause analysis of this incident demonstrated that pressure area relief was adequate to normally prevent such an injury form the face mask and it was used and fitted correctly. Staff were concerned that this occurred as a result of the design of the mask." The hospital initially reported that the patient was requiring a surgical procedure to reconstruct the skin breakdown. Further information received from the hospital on (B)(6) 2013 revealed that the patient was discharged from the hospital. They also mentioned that surgical procedure is deemed unnecessary and that no further intervention is planned. The wound on the patient's nose "showed good healing and no discharge".

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow-up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). We attempted to obtain the complaint rt040 hospital full face mask but the hospital confirmed that it was not available. Our analysis is accordingly based on the photographs and additional information provided by the hospital. It was reported that a (B)(6) male was admitted to the hospital with respiratory failure, requiring non-invasive ventilation (niv) treatment. The hospital stated that "the mask used for niv is required to be reasonably tightly fitting in order to achieve the seal needed to deliver the gaseous flow". After two days of niv treatment using the subject rt040 mask, the patient was observed to have slightly sore and reddened nose. The patient still sustained bruising on the bridge of the nose despite the dressing applied. It was also mentioned that the patient was very dependent on the mask and that the hospital staff continued the treatment despite growing evidence that the mask was causing a skin breakdown on the bridge of the patient's nose. The sore had deteriorated and elevated to grade 3 pressure ulcer after using the mask for six days. The hospital further reported that the patient's respiratory condition gradually improved and the rt040 mask was "slowly weaned reducing constant pressure source". The patient was later discharged from the hospital. The hospital confirmed that surgical procedure is deemed unnecessary and no further intervention is planned. A follow-up check of the patient's wound "showed good healing and no discharge". Based on the information provided by the hospital, the reported pressure ulcer sustained by the patient was due to the niv treatment requiring tightly fitted mask. As the patient was very dependent on the rt040 mask, the hospital had decided to continuously use it despite the patient developing a pressure sore. Non-invasive ventilation (niv) is used to support patients with a range of respiratory diseases without the complications associated with endotracheal intubation. It minimizes drying of airway and improves secretion clearance. The rt040 hospital full face mask is an oronasal patient interface that is used as an accessory to ventilators providing non-invasive ventilation. It is intended to be used on a spontaneously breathing adult (>30kg) patient with respiratory insufficiency or respiratory failure who is suitable for non-invasive pressure support ventilation in a hospital or clinical setting. Our user instructions for the rt040 hospital full face mask indicate in pictorial form the correct setup and use/fitting of the mask, and state the following: "if the patient experience skin irritations, consult physician." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." The hospital followed our user instructions but chose to continue using the subject rt040 mask despite the patient developing pressure sore. The fph territory manager has since provided an in-service training to the medical staff at the hospital, focusing on the correct fitting of the rt040 mask. This is the only grade 3 pressure ulcer complaint that we received for the rt040 hospital full face mask.

Event description:
A hospital in the (B)(6) reported the following to the medicines and healthcare products regulatory agency (mhra) involving an rt040s hospital full face mask: "a patient acquired a grade 3 pressure ulcer to the bridge of his nose. The root cause analysis of this incident demonstrated that pressure area relief was adequate to normally prevent such an injury form the facemask and it was used and fitted correctly. Staff were concerned that this occurred as a result of the design of the mask." It was further reported that the patient underwent a surgical procedure to reconstruct the skin breakdown.